Manufacturer narrative:
The device was received and the exposed portion of soft cannula was found to be stretched out and kinked. It could not be determined when this damage to soft cannula occurred. During fluid path test, the fluid passed freely through the complete fluid path even though the exposed soft cannula was stretched and kinked. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found in the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 323 mg/dl. The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated with manual injection and a new pod.